Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The driver was returned to the manufacturer for evaluation. Testing found that the driver tip had rounded edges and was worn at the tip. Otherwise, the unit was noted to be functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp and driver for the spine clamp were defective. There was no patient present when this issue was identified.